Manufacturer narrative:
(B)(4). The investigation into this complaint is in progress at the time of this report.

Event description:
Patient required intubation where miller 3 blade was used. "Light bulb on blade went out. The blade was removed and replaced with new, working blade". According to the report the alleged "failed miller 3 was checked and found to be working prior to procedure".

Manufacturer narrative:
Qn#(B)(4). Reference: medwatch (B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Patient required intubation where miller 3 blade was used. "Light bulb on blade went out. The blade was removed and replaced with new, working blade". According to the report the alleged "failed miller 3 was checked and found to be working prior to procedure".